Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. Visual inspection and functional testing were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The f-73 alarm (overcurrent to motor) was identified during functional testing. The visual inspection showed a disconnection of cn201 and pump head assembly broken. The cause of the f73 alarm was due to the loose cn201 cable. The cable was reconnected to resolve the loose cn201 issue but the pump was taken out of service due to the broken pump head. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump had an f-73 (overcurrent to motor) alarm. It was not specified when in the process this occurred. There was no report of patient injury or medical intervention associated with this event. No additional information is available.